Event description:
Additional information was received from a company representative (rep) via the healthcare provider (hcp) reporting that the cause of withdrawal was due to the fact the catheter was spliced/broken therefore medication was not getting to the intrathecal space. The device was not getting explanted and the 1cm portion of catheter that was cut was discarded by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient was in the emergency room (ER) withdrawal symptoms. The physician reported that there was no direct trauma incident that caused the catheter to splice and break. Action/intervention: ¿a company representative (rep) was contacted after the surgery was already complete. The surgeon found where the catheter had been spliced and broken and repaired it by trimming the catheter and adding a new connector. Outcome: the issue was resolved. The patient weight and medical history were unknown. The patient status was alive and no injury.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial (B)(6) implanted: (B)(6) 2018: product type catheter product ID 8784 lot# serial (B)(6) implanted: (B)(6) 2024: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial (B)(6), ubd: 14-sep-2019, UDI#: (B)(4) ; product ID: 8784, serial (B)(6), ubd: 27-oct-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.